Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 12. Details of surgery: ridge augmentation. On (B)(6) 2024, fracture of the implant was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.